Event description:
A report was received that during a trial implant procedure, the pt was experiencing significant pain in the left back and leg. After the implant the pt reported experiencing pain and weakness in the left leg. The pt's leads were removed and an MRI and CT scan were performed. It was determined that the pt had significant scaring and adhesions in the thoracic epidural space. The radiological explantation is that the pt had significant epidural calcification in the thoracic spine, most likely due to spinal meningitis the pt had several years ago.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.